Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The balloon was received inserted into a 6f introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was partially prolapsed over the distal tip, indicating retraction issues. The butt joint was protruding out the proximal end of the introducer sheath hub. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The catheter remained in one piece as the polyimide remained intact. The polyimide was stretched and twisted at the location of the break. The edges of the proximal end of the butt joint break were examined under microscopic magnification (12x) and observed to be jagged. The introducer sheath was examined under microscopic magnification (8x) and the distal tip was flared, likely indicating retraction issues. The proximal end of the sheath was also slightly bunched. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.35¿ guidewire, and it passed without issue. An attempt was made to retract the balloon from the sheath; however, the sheath detached from the sheath hub. The balloon was able to be advanced forward through the introducer sheath. No fiber disturbances were noted to the balloon. The edges of the distal end of the butt joint break were examined under microscopic magnification (12x) and observed to be jagged. No further functional testing could be performed due to the condition in which the sample was returned (i.e. Break at butt joint). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Distal end of balloon prolapsed over distal tip and flared introducer sheath tip). It is likely that excessive force attempting to retract the balloon through the sheath caused the catheter break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an angioplasty procedure and after the pta balloon was deflated, the balloon allegedly became lodged inside of the sheath as it was being pulled back out of the patient. Reportedly, the health care provider was able to remove the balloon and sheath together as one unit. The procedure was concluded and there was no further treatment provided. There was no reported patient injury.